Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-05543. Investigation is ongoing.

Manufacturer narrative:
Added information to d.4 and h.4 based on device information being received. Codes added to h.6 type of investigation and investigation findings. Corrected h.6 component code and investigation conclusions. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed. Another case of balloon burst from the lot was noted but a definitive root cause was unable to be determined in that case, but available information suggests that patient factors may have contributed to the event. Images were received of the device. The delivery system balloon was noted to be burst and stuck in the sheath liner. Another image showed the balloon inflated before it burst, the device configuration showed the flex tip of the commander delivery system was over the proximal portion of the inflation balloon. As no device was returned and returned imagery does not show any evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU, device preparation training manual, and device procedural training manual were reviewed. During thv delivery, prepare the sheath introducer set per its instructions for use. If necessary, predilate the vessel. Disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment by unlocking the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. If delivery system balloon bursts or leaks during deployment without thv embolization do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect was identified, no corrective or preventative actions are required. The balloon burst and withdrawal difficulty were confirmed by the provided imagery. Since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis, and therefore no manufacturing non-conformances were able to be identified. DHR and lot history review were unable to be performed as the device lot number was not provided. A review of manufacturing mitigations supports that the proper inspections in place to detect issues related to the complaint events. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the balloon ruptured at the time of inflation'', and ''operator admitted the error and responsibility and assumed that forgot and skipped the necessary steps before inflating the valve''. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that procedural factors (skipping steps before inflation) may have contributed to the reported event. Per the complaint description, ''there was difficulty to remove the delivery system through the sheath'', as the balloon was burst, the altered balloon profile can be more susceptible to catch on sheath tip leading to withdrawal difficulties. As such it is possible excessive force was applied to withdrawal the burst balloon. Available information suggests procedural factors (withdrawal of burst balloon/excessive device manipulation) contributed to the reported event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case the doctor skipped the step of retracting the catheter and the balloon ruptured at the time of inflation. Then, when removing the delivery system, the torn portion of the balloon caught on the tip of the esheath. The physician admitted their error and believe they skipped the necessary step before inflating the valve. They believe the damage was not caused by the material but the misuse of the device. There was difficulty removing the delivery system through the sheath. Intervention by the vascular team was necessary at the access site to remove the devices and a stent was deployed. The valve was successfully implanted and the patient was well and discharged.